Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up. Upon examination, the atrial lead exhibited high capture threshold. X-ray imaging was performed and revealed that the lead was dislodged. On (B)(6) 2019, the lead was explanted and replaced successfully.